Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The initial information on the manufacturer report was sent in error. The customer did not report an air in line alarm. This allegation was found during review of the event history log.

Event description:
During review of the event history log, it was determined that a repeating pattern of air in line alarms suggest that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.